Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii system (3.8mm) loaded the heartstring according to the IFU and shot it into the seal aorta. However, symptoms of seal shooting not occurring occurred (the seal failed to deploy), so it was judged to be a defective product and a new, identical product was used and applied to the patient. It was delayed a little bit. There were no abnormalities in the patient's condition.

Manufacturer narrative:
Tw ID# (B)(4). The device was returned to the factory for evaluation on 10/20/2023. Photographs were provided by the account. A photographic evaluation was conducted. One photograph contained the box of the product and product information. The other photograph was observed to be of the device. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the aortic cutter in the photograph. The seal was observed to be in a deployed unrolled state in the delivery device. The white plunger and blue safety lock was not observed in the photograph. An investigation was conducted on 10/25/2023. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observed on the tether of the tension spring assembly closest to the seal. The tension spring assembly was observed in the delivery device, with the seal in a deployed opened seal. There were no visual defects observed on the seal. The seal and tension spring assembly was removed from the delivery device with no visual or physical difficulties observed. There were no cracks or delamination observed on the seal. The inner diameter was measured at 1.97 inches, the outer diameter was measured at 0.219 inches (rm2036883). The length of the delivery tube was measured at 2.47 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the evaluation results, the reported failure "activation problem" was not confirmed. The lot # 3000330169, history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.